Manufacturer narrative:
(B)(4). Evaluation results: root cause of event could not be determined.

Event description:
A 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent was deployed in to a patient with no issue reported; however, it was reported that on withdrawal of relevant device from the patient's body, the physician noted that the balloon was ruptured. The patient is reported to be fine and no other clinical sequelae were reported. Evaluation summary: medtronic has received the device and its analysis has been completed. There was blood present within the balloon and inflation lumen. Negative purge confirmed the presence of a leak. A pin hole was detected over the distal end of proximal marker band. There was a long scratch mark along the balloon cone immediately proximal to the pin hole.